Manufacturer narrative:
This report is submitted on february 4, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient underwent surgery to explant the device on (B)(6) 2019 and was reimplanted with a new device during the same surgery. Additional information has been requested, however, this has not been made available as of the date of this report.

Event description:
The device was explanted due to non-auditory percepts. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 17, 2020.